Event description:
It was reported that during a surgical procedure at the user facility, the device was overheating. No delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
During the device evaluation, a damaged motor fet was found which was identified as a probable cause of the reported overheating. The reason for the serialization starting with 90xxx is to provide clarification following a change in stryker's electronic complaint systems.